Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that approx. 70 months after the implantation the impedance was too high (>2500 ohms). The patient was placed on home monitoring. The impedance values were out of range again and the threshold increased. The lead was capped and replaced on (B)(6) 2019.